Event description:
Prior to sterilizing, one of the wheels came off of the monopolar scissors attachments for the da vinci. It is the same wheel that has been falling off of other similar products. Was not in use on a patient at the time.